Event description:
Upon receipt of the device, the user reported a color chip failure error message recorded in the test software. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.